Event description:
It was reported to 3m espe that 6 hours after an impression procedure the pt experienced swelling of their neck and tongue. It was reported that pt returned to the dental office where a swollen tongue and a slight difficulty in breathing were diagnosed. Reportedly, an epinephrine injection (epi-pen) was administered. The allergic reaction was said to have stopped, and the pt could breath fine within 15 min. According to the dental office, the pt was monitored over the weekend and found to be fine.